Manufacturer narrative:
D4: lot # unk as the device was discarded. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation ablation procedure with an 8f sheath. Reportedly, the plunger could not be pulled out. The device was retracted until the suture could be visualized and was manually cut. The suture, along with the device, was removed from the patient anatomy without incurring any vessel damage. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to plunger retraction problem and entrapment include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag.

Event description:
This was reported as a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation ablation procedure with an 8f sheath. Reportedly, the plunger could not be pulled out. The device was retracted until the suture could be visualized and was manually cut. The suture, along with the device, was removed from the patient anatomy without incurring any vessel damage. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.